Manufacturer narrative:
(B)(4). The stent delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily calcified, narrow, restenosed, distal superficial femoral artery (sfa), after pre-dilatation, the 5.0 x 200 mm supera stent was deployed; however, it was noticed during removal of the delivery system that the stent remained attached to the delivery system and became elongated. Attempts to release the stent were unsuccessful and the delivery system was unable to be removed from the anatomy. The patient was taken to surgery where the stent was cut. A portion of the stent and the delivery system were successfully removed. The other portion of the stent was left deployed in the superficial femoral artery lesion. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The partial deployment was confirmed. The difficulty removing and elongation was unable to be confirmed as it was based on case circumstances. The cut stent and tip was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history reviewed no other similar incidents reported from this lot. Additionally cine images were provided and reviewed by an abbott vascular senior clinical research analyst as follows: while the vessel preparation appears to have been adequate prior to the stent deployment, once the stent deployment was started the elongated stent pattern was clearly observable. Based on the overall pattern observed it appears that the user did not mitigate the elongation thru active manipulation. An image confirms that the stent had not been released from the delivery system and further user manipulation of the thumb slide as well as the deployment and system locks failed to release the stent from the delivery system. The investigation was unable to determine a cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.